Event description:
End user's cousin called stating that when user got up from the 65650 rollator, the seat was allegedly bent about 2 inches in the middle. No injury. The date code is unknown. Notification letter is being sent to all suppliers of this model medical device. The malfunction has not been confirmed.